Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-04022. Concomitant medical product: articular surface fixed bearing posterior stabilized (ps) right 11 mm height, item # 42522400911, lot # 62706172; tibia cemented 5 degree stemmed right size g, item # 42532007902, lot # 62385679. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately six years post implantation due to stiffness. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the provided pictures shows all the implants explanted from the patient. Some wear can be noted on the articular surface but cannot be confirmed as the product was not returned. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the right knee arthroplasty. Minimal lucency along the anterior femoral flange as noted. However, these x-rays were undated and it is unknown when they were taken. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert 87-6204-022-23: poor range of motion is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.